Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was 500- over 600 mg/dl and ketones were present. Customer went to emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Fluids and intravenous insulin were administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Customer¿s healthcare provider and customer alleged the pump was not delivering insulin properly. Customer reported bg lowered with insulin injection, but did not lower with insulin delivered via the pump. Reportedly, customer reverted to using manual injections for insulin therapy.